Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - a bard composix kugel mesh was used to repair the patient's hernia defect. On (B)(6) 2009 - the patient presented to the hospital for repair of his ventral hernia. During surgery the surgeon noted that the mesh had adhered to the bowel. A larger mesh was placed over the existing mesh. The attorney's report alleges permanent injury, pain, additional surgery, adhesions, hernia, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional information. The attorney's report alleges that the patient was treated for adhesions, which is a known possible adverse reaction listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.